Manufacturer narrative:
The cause for the discordant troponin ultra (tni-ultra) result is unknown. Siemens healthcare diagnostics is investigating. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A false positive advia centaur cp troponin ultra (tni-ultra) result was obtained for a patient sample. A redraw sample was tested and the result was negative. Repeat testing was performed on the first sample and the result was negative. The physician performed a cardiac catheterization on (B)(6) 2015. A problem was not found with the patient's heart.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00006 on (B)(6), 2015. On 07/06/2015 additional information: a field service engineer (fse) was sent to the customer site for system inspection on january 9, 2015. The fse did not identify any issues with the instrument. The following were checked and found to be acceptable: - the dispensing wash-1 condition, -the reagent probe condition, - and the aspirate unit condition. The tubes were replaced as preventive action. The luminometer, waste probe and tube were cleaned. A precision test was performed and was acceptable. The quality control and patient samples were monitored for six months. No false positive results. The cause for the discordant troponin ultra results is unknown. The discordant result may have been due to pre-analytical factors. The instrument is performing within specifications. No further evaluation of the device is required.